Manufacturer narrative:
Company comment: the serious expected events of infection at implant site, necrosis, and the secondary serious unanticipated events of septic shock, mediastinitis and pleural effusion were considered possibly related to the treatment. Seriousness criteria include life-threatening condition, need for multiple medical and surgical interventions and hospitalization to prevent permanent damage. The non-serious expected events of oedema and erythema at implant site, inflammation, pyrexia and the non-serious unexpected events of pharyngitis, tonsillar hypertrophy and secondary unexpected events of septic cardiomyopathy, septic encephalopathy and delirium, were considered possibly related to the treatment. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Potential contributory factor includes use of improper cannula size, concomitant filler treatment or spread of latent infectious focus from the oral cavity. The non-serious event of skin abrasion was considered unexpected and unrelated to treatment. Alternative etiology for the reported events includes undisclosed medical condition. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 02-jun-2023 by a physician, which refers to a 68-year-old female patient. Additional information was received on 05-jun-2023 from the same reporter. The patient had problematic wrinkles and loss of volume. The medical history of the patient included substituted hypothyroidism, arterial hypertension, stable minimal aortic valve insufficiency first diagnosed in 2014, breast cancer for which therapy was completed, and a questionable augmentin allergy. The patient discontinued nicotine use approximately 30 py. Concomitant medications included euthyrox [levothyroxine sodium] 100 mcg, bisopolol-mepha [bisoprolol fumarate] and aspirin cardio [acetylsalicylic acid]. In 2014, the patient was initially diagnosed with minimal aortic valve insufficiency. On (B)(6) 2014, the patient had undergone tte (transthoracic echocardiogram), which showed mild central aortic insufficiency. On (B)(6) 2018, coro-CT revealed calcium and stenosis free coronaries (total calcium score o). From (B)(6) 2016 to (B)(6) 2017, she had no relevant arrhythmias. The patient had previously received similar treatments with restylane volyme and radiesse on (B)(6) 2021, (B)(6) 2022. She used to consistently undergo touch up treatments every 6 months and was very happy with every result until this date. The patient had good improvement of the skin texture but looses the volume very quickly. On (B)(6) 2023, the patient received treatment with 1.2 ml of restylane volyme (lot 20019-1), 1 ml to ck1 ck2, ck3 points of cheek and 0.2 ml to nl1-3 points of nasolabial area according to de maio codes using 22g cannula with unknown injection technique. Same day, the patient received treatment with 1.5 ml of radiesse (lot a00045070), 1 ml to jw1-3 (according to de maio codes) and 0.5 ml to perioral area. On (B)(6) 2023, the patient presented to the emergency department of the hospital in a clearly reduced condition or septic shock (septic shock). She was diagnosed with septic shock in soft tissue infection (implant site infection) of the cheek/neck on the right side with incipient mediastinitis (mediastinitis). She was admitted to the intensive care with an increasing need for catecholamines [adrenergic agents] and progressive reddening (implant site erythema) of the cervical region. She underwent imaging; CT of the neck and thorax which revealed the suspicion of a descended deep throat infection (pharyngitis). The patient was transferred from the intensive care unit to the shock room and was given a pre-operative elevation. There was doughy swelling/edema (implant site oedema) and redness on the right cervical side, extending from the right cheek into the jugulum. Intraorally, the tonsils were prominent on both sides, but without protrusion or fluctuation of the palatal arches and without evidence of a larger abscess collection. In this case of a septic condition with extensive soft tissue infection cervical on both sides with extension to the sternal manubrium, an emergency explorative cervicotomy on both sides, tunneling subcutaneous temporal/buccal right and thoracoscopic evacuation of effusion as well as drainage insertion and opening of the mediastinal pleura on the right was performed in collaboration with the hcps from thoracic surgery on (B)(6) 2023. Intraoperatively, there was abundant turbid fluid without pus in the cervical region and turbid pleural fluid was discharged during thoracoscopy. Drains were inserted cervically (both sides) and thoracically (right). Postoperative monitoring was carried out in the intensive care unit from (B)(6) 2023 and sitting vigil [permanent watch] from (B)(6) 2023. During this period, the patient received the following corrective treatments: from (B)(6) 2023, clindamycin [clindamycin] 900 mg every 6 hours. From (B)(6) 2023, IV ciprofloxacin [ciprofloxacin] 400 mg 2x/day. On (B)(6) 2023, privigen [immunoglobulin human normal] 1 g/kg and then 0.5 g for further 3 days from (B)(6) 2023. From (B)(6) 2023, prophylactic heparinization. From (B)(6) 2023, daptomycin [daptomycin] 6 mq/kg body weight once per day. From (B)(6) 2023, ceftriaxone [ceftriaxone] 2 g every 12 hours. From (B)(6) 2023, clindamycin 600 mg every 6 hours. The patient also took zyprexa [olanzapine]. The above-mentioned antibiotic therapy was regularly adjusted with the involvement of hcps from the infectious diseases department. The cervical drains were checked daily, and clear fluid was discharged. The integument was always well perfused and without evidence of necrosis. The patient also underwent the following laboratory tests: on (B)(6) 2023: crp was 268 mg/l, inr 1.5, quick (automat) 45%, leukocytes: 13.10 g/l and thrombocytes: 143 g/l. There were no growth blood cultures and pleural punctate. Intraoperative wound swabs and tissue samples demonstrated the growth of s. Epidermidis, s. Pyogenes, cutibacterium acnes without resistance. Tte showed slightly dilated, non-hypertrophic left ventricle, moderately dilated left atrium with normal ejection fraction (ef 56%) and no regional wall motion abnormalities. Extensive biopsies revealed infectious, partially necrotised (necrosis), inflammatory altered tissue (inflammation) without evidence of malignancy. CT neck/thorax (external) revealed marked swelling of the peritonsillar region without delimitable abscess. After hyaluron injections on both cheeks' radiopaque foreign bodies and perifocal oedema, emphasized on the right side. The subcutaneous oedema extends to the manubrium. The small pleural effusions (pleural effusion) and signs of pulmonary venous hyperemia with possible aspiration and differential diagnosis of dystelectasis posterobasal. On (B)(6) 2023, thb test result was 103.0 g/l. She underwent tte which showed tricuspid, fibrosed aortic valve with mild insufficiency. The laboratory inflammation values were initially regressive with a slight increase in the leucocytes on (B)(6) 2023. On (B)(6) 2023, the follow-up imaging (CT neck thorax) was performed, which showed no progression of infection in the cervical region with a continuing pleural effusion on the left side. Due to acute delirious condition/delirium (delirium), a delirium therapy was established in the intensive care unit. Under daily regression of catecholamines, the circulation became increasingly stable and extubation could be performed. On (B)(6) 2023. The chest tubes were removed without problems. On (B)(6) 2023, the patient developed a slight fever (pyrexia) in the normal ward. An additional CT scan was performed on 19-jan-2023 in the presence of additional progressive cervical swelling on the right side which showed no cervical abscess formation, and the swelling was interpreted in the context of lymphoedema. The CT thorax performed on the same day showed slightly progressive pleural effusions on both sides and hcps from thoracic surgery were involved in the assessment. Due to the decreasing inflammation values and the clinically inconspicuous patient, no indication for thoracic surgery was seen. In accordance with the recommendation of the infectious diseases department, antibiotic therapy was continued. On (B)(6) 2023, stool bacteriology showed no growth and sars cov2 pcr test result was negative. On (B)(6) 2023, the respiratory viruses and bacteria panel smear result was negative. After that, the cardiopulmonary monitoring was always unremarkable, and the patient was discharged home with non-irritant wound conditions on 23-jan-2023. During hospitalization from (B)(6) 2023, the patient was diagnosed with septic shock in soft tissue infection of the cheek/neck on the right side with incipient mediastinitis with complications suspected septic cardiomyopathy (septic cardiomyopathy), suspicion of septic encephalopathy (septic encephalopathy), acute delirious condition and superficial abrasion of the left shoulder (skin abrasion) of unknown etiology. The patient was discharged on following medications: euthyrox 75 (75 mcg) once daily, bisoprolol mepha (2.5 mg) once daily, zolpidem zentiva [zolpidem tartrate] 0.5 once at night cipralex [escitalopram oxalate] (10 mg) 0.5 once daily, aspirin cardio (100 mg) once daily for every 3 days, clindamycin pfizer (300 mg) two doses three times daily until (B)(6) 2023, pantozol [pantoprazole sodium] (40 mg) once daily for further 2 weeks, dafalgan [paracetamol] (500 mg) and minalgin [metamizole sodium monohydrate] (500 mg) in case of pain both maximum 4 times a day. The patient was also instructed about the postoperative behavior; physical rest and keeping the wound dry for 2 weeks. The hcp prescribed physiotherapy for lymphatic drainage, especially axillary, to support wound drainage. In case of renewed swelling, redness, pain, fever, or chills, patient was asked to visit to hospital. They had planned a clinical follow-up in the consultation in 1 week. In case of a passive deterioration of cardiac function in the tte, the hcp also recommended the patient a new cardiological assessment during the course of procedure. The reporting physician had contacted the treating physician in ent [ear nose throat] who reported that the patient was discharged in a risk-free and good general condition. According to reporting physician assessment: -the c. Acnes germ, which was also detected in the biopsies, was also a common germ of the oral cavity or even of the gastrointestinal tract. According to literature and experience, such an infection could often start from the dental area and spread quickly. In the current case, unfortunately, an infection focus in the teeth was not researched and not excluded. However, the tonsils were described as clearly swollen (tonsillar hypertrophy) in the discharge report and could have been the focus of the infection in any case. - there was ambiguity about the patient's behavior post-treatment. The hcp often found that patients touch their skin at home without hygienic measures, cream themselves with irritating products, wipe skin with cloths that were not completely clean. - a risk of infection was generally higher in immune diseases, such as hypothyroidism in the patient, than in the rest of the population. Outcome at the time of the report: soft tissue infection was recovered/resolved. Septic shock was recovered/resolved. Incipient mediastinitis was recovered/resolved. Reddening was recovered/resolved. Deep throat infection was recovered/resolved. Doughy swelling/edema was recovered/resolved. Partially necrotised was recovered/resolved. Inflammatory altered tissue was recovered/resolved. Small pleural effusions was recovered/resolved. Acute delirious condition/delirium was recovered/resolved. Slight fever was recovered/resolved. Suspected septic cardiomyopathy was recovered/resolved. Suspicion of septic encephalopathy was recovered/resolved. Superficial abrasion of the left shoulder was recovered/resolved. Tonsils were described as clearly swollen was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 27-jun-2023 and 03-jul-2023 from same reporter. Events (septic shock, mediastinitis, pharyngitis, pleural effusion, necrosis, inflammation, pyrexia, delirium, septic cardiomyopathy, septic encephalopathy, skin abrasion, tonsillar hypertrophy, implant site oedema and erythema) added. Patient demographics, medical history, concomitant medications and filler treatments, suspect device volume, needle type, implant location, event severity, outcome, corrective treatments, laboratory data and reporter assessments were updated.

Manufacturer narrative:
Company comment: the serious events of infection at implant site and sepsis were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical interventions and hospitalization to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To exclude a non-confirming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 02-jun-2023 by a physician, which refers to a 68-year-old female patient. Additional information was received on 05-jun-2023 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with restylane volyme (lot: 20019-1) to the cheek area (unknown amount, injection technique and needle type). In 2023, the patient experienced a facial infection (implant site infection) and sepsis (sepsis). The patient was hospitalized due to events which required unspecified treatment in the intensive care unit for an unknown period. Outcome at the time of the report: infection was unknown. Sepsis was unknown.